Event description:
Asr revision; asr xl - hip side unknown; reason for revision: patient states several years of overall stable course afterwards until the last few months when his hip symptoms rapidly deteriorated. He had been very active biking, hiking, now he has difficulty doing anything active. Please contact fellow for more info at jspanyer@mgh.harvard.edu. Ion levels were co 3.1 cr 1.6. Imaging concerning for fluid collection and adverse local tissue reaction. Revision surgery consisted of adding new cup and cross linked poly liner with a ceramic femoral head and titanium sleeve on an aml stem that was well fixed in place. This is all information that can be provided.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: unavailable.   Depuy synthes has been informed that the catalog number and lot number is not available.